Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en-y gastric bypass procedure, while the surgeon stapled the roux limb to the gastric pouch, after firing the device and turning the black knob two turns until anvil tilted, the device would not come out of the cavity. Surgeon had to close then open stapler again, rotate and keep pulling until removed. They stated that there was oozing at the staple line and attributed it to apply excessive force to remove the stapler. The surgeon reported that re-operation was done on the next two day and mentioned that patients hemoglobin dropped day after original surgery, then stabilized. Patient had some bloody bowel movements. They did CT scan and found that roux limb and alimentary limb were dilated and appeared obstructed at the jejuno-jejunal anastomosis. Surgeon re-operated with gastro-intestinal and evacuated a blood clot that appeared to be the cause of the obstruction at the jejuno-jejunal anastomosis.